Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The customer advised that the charge-pak installed in their device had a lot code of 1702 and expiration date of (B)(6) 2019. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The customer advised that the charge-pak installed in their device had a lot code of 1702 and expiration date of (B)(6) 2019. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c14 on the digital pcb assembly. The shorted capacitor caused excess off current, which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The customer advised that the charge-pak installed in their device had a lot code of 1702 and expiration date of 12/27/2019. There was no patient use associated with this event.